Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of manufacturing report number 0001825034-2017-01438. The investigation will be reported under manufacturing report number 0001825034-2017-01438.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient's bone fractured during a knee arthroplasty procedure while the knee was extended. The patient required medical intervention for the fracture. The devices were removed for the intervention and a different set of devices were implanted.